Manufacturer narrative:
(B)(4). Batch # m53d5t. Additional information was requested and the following was obtained: what type of procedure was the device used in? Lap sigmoid colon resection. It was reported that the specimen would not come off. Does this mean the jaws would not open? Team says that when surgeon stapled the tissue stuck on stapler. They tried to get it off a couple of times than had to cut some tissue to get stapler out. Tissue was still in stapler when removed. Scrub nurse finally got it out. If yes, did the jaws eventually open? If no, how was the device removed from the tissue? See above. It was reported that the blade was defective. Did the knife return to the home position after firing? Team not sure if blade was defective. The analysis found that one ec45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the specimen would not come off. The device blade was defective. No additional information available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.